Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es door had failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by remote manager failure. A field service engineer replaced micro switches within the latch assembly, reseated harness cable and restarted station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.